Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Lot number was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation (af) and atrial flutter (afl), a farawave ablation catheter was selected for use. During mapping of the posterior right atrial (ra) wall, a scar was identified. To create a linear lesion set extending from the mid-to-lower posterior ra wall to the inferior vena cava (ivc), the physician advanced a guidewire into the superior vena cava and deployed the catheter in basket configuration. Ablation was performed using two applications at each location, with the catheter progressively repositioned toward the ivc to create a continuous line of ablated tissue through the scarred region. Following the twelfth basket application, delivered just superior to the ivc, the patient experienced a vagal like response characterized by a brief sinus pause. After the thirteenth application, delivered slightly inferior to the preceding location, the patient experienced a longer sinus pause followed by an escape beat and subsequently developed a sustained junctional rhythm with a heart rate in the 40 bpm range. Intracardiac pacing was performed and atrioventricular (av) node function was confirmed to be intact. Glycopyrrolate was administered without appreciable effect. The patient remained in junctional rhythm; however, the ventricular rate increased to approximately 60 bpm. Following completion of the procedure, the patient was transferred to the recovery unit. Shortly thereafter, normal sinus node function returned, and the patient converted to sinus rhythm. It was further reported that the patient underwent implantation of a single chamber leadless pacemaker on a separate day following the procedure. The patient is expected to fully recover.